Event description:
It was reported that in pre-op for a generator replacement due to battery depletion a diagnostic test was performed which resulted in high impedance. The patient then underwent lead and generator replacement surgery. The generator was explanted and the lead was cut above the connector pins. The surgeon decided to leave the rest of the lead implanted due to the formation of normal scar tissue. The explanted generator and lead segment were discarded following the surgery therefore product analysis cannot be performed. No additional relevant information has been received to date.